Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that while attempting to power down the pump, the pump reset multiple times. It was also reported that the pump wake button has started to stick making the pump less responsive to button presses. There was no patient involvement, as the pump was being used for demonstration and was not being used on a customer at the time of the reported event.